Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 04/04/2018 to 09/04/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Caller reported that the device is giving a 210.6021 error code.

Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A review of the device history record for (B)(6) was performed from 04/04/2018 to 09/04/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. A review of the complaint history record in the trackwise was performed for the (B)(6)which confirmed no similar complaints with the same or related failure mode. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error 210.6021. Technical support- replace door assembly due to defective keypad. Let biomed know the cause of the error was due to the keypad. This unit is recall affected and will be fixed by the remediation team. A review of the device history record for (B)(6) was performed from 04/04/2018 to 09/04/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support- replace door assembly due to defective keypad. Let biomed know the cause of the error was due to the keypad. This unit is recall affected and will be fixed by the remediation team.

Event description:
(B)(6). Caller has an 8100 module giving a 210.6021 error code. (B)(6). Case resolution: replace door assembly due to defective keypad. Let biomed know the cause of the error was due to the keypad. This unit is recall affected and will be fixed by the remediation team.